Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly leaking while worn on the hip/buttocks. Symptoms reported include fatigue, nausea and dry mouth. Patient called the hospital and was advised to replace the pod and then come to the hospital to lower the levels quicker. Patient was treated with insulin intravenously at the ER. Patient was released after 4 hours.

Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.